Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information is available. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tensor gauge broke during insertion into the joint space of the patient. All pieces were recovered, fractured piece was not returned. No patient impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. Visual inspection of the returned device found it to be fractured and the fractured piece was not returned. The device also exhibits signs of repeated use. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This compliant is confirmed via evaluation of returned fractured device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.